Manufacturer narrative:
Product identifiers (serial ID and lot number) have not been provided to rti to date. Therefore, an investigation and re-review of manufacturing records could not be conducted.

Event description:
On 02-26-2016 it was reported that on (B)(6) 2015 the patient underwent a sinus lift and was implanted with puros allograft particles and underwent implantation of ingenioos membrane and the patient reported redness and skin eruption. On 06/14/2016 additional information was provided that the ingenioos membrane was not implanted at this time but instead a copios pericardium membrane was implanted (no serial or lot numbers were provided for the pericardium membrane).